Event description:
Pt received total temporomandibular joint in (B)(6) 2006. Implants explanted. Skin test indicated sensitivity to cobalt. Microscopic histology tissue examination show no evidence of metal sensitivity (post explant).

Manufacturer narrative:
(B)(4).